Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the piston would not move during a pump rewind. It was reported that after the rewind is complete, the cartridge cannot be inserted into the pump because the piston has not moved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: there was no defect found. There was no evidence in the black box history for any motor issues. The pump successfully performed a rewind, load, and prime sequence with no alarms and the piston fully rewound. There was no defect found when the pump was opened for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.